Event description:
It was reported to boston scientific corporation on july 18, 2023, that an ultraflex tracheobronchial covered distal release stent was to be implanted in the esophagus to treat a 30-35 mm esophageal squamous cell carcinoma that compresses the airway and narrows the trachea for about 30 mm during a tracheal stent implantation procedure performed on (B)(6)2023. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the stent deployment suture could not be pulled despite adjusting the angle several times, thus, the stent could not be deployed. The stent was removed from the patient partially deployed on the delivery system, and the procedure was not completed. On (B)(6) 2023, another stent was implanted in the patient. There were no patient complications reported as a result of this event. ***additional information received on october 16, 2023*** it was reported that the physician attempted to deploy the stent outside the patient after the procedure, prior to returning the device, and the stent was able to fully deploy and expand.

Manufacturer narrative:
Blocks b5 has been updated with the additional information received on october 16, 2023. Block e1: initial reporter facility name: chinese people's liberation army eastern theater general hospital qinhuai medical district block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: an ultraflex tracheobronchial fully covered stent and delivery system were returned for analysis. Visual inspection found that the stent was fully expanded and deployed from the delivery system. The shaft was inspected, and no damages were noted. No other damages were noted with the stent or the delivery system. Product analysis did not confirm the reported event of partial stent deployment. The investigation concluded that the reported complaint could not be confirmed because the stent was returned fully expanded and deployed from the delivery system. Also, the device met all the manufacturing requirements, and it passed the visual inspections during the product analysis. Therefore, a review and analysis of all available information indicated that the most probable cause is no problem detected. A product labeling review identified that the device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation on july 18, 2023, that an ultraflex tracheobronchial covered distal release stent was to be implanted in the esophagus to treat a 30-35 mm esophageal squamous cell carcinoma that compresses the airway and narrows the trachea for about 30 mm during a tracheal stent implantation procedure performed (B)(6) 2023. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the stent deployment suture could not be pulled despite adjusting the angle several times, thus, the stent could not be deployed. The stent was removed from the patient partially deployed on the delivery system, and the procedure was not completed. On (B)(6) 2023, another stent was implanted in the patient. There were no patient complications reported as a result of this event.